Event description:
On (B)(6) 2013, the reporter, a hospital administrator contacted animas, alleging that the patient was currently in the hospital. The reporter called requesting pump training for hospital staff. There was no allegation of pump malfunction. No additional information about the patient was provided. Animas has made numeroust attempts to contact the patient, with no success. This issue is being reported as it is unknown if the pump caused or contributed to the patient's hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.